Event description:
It was reported that the patient possibly had meningitis. Further details were not provided. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implanted: explanted: product typ catheter product ID 8840 lot# serial# unknown implanted: explanted: product typ programmer, physician. (B)(4).